Manufacturer narrative:
Product analysis the returned device was inspected and no issue could be found with nitinol cage, ( the device was flushed, and an 0.018¿ guidewire was loaded through the tip and exited the luer with no difficulties, an indeflator was attached to the device and the balloon was inflated to nominal pressure of 6atms and no issues found with the nitinol cage, the balloon was then inflated to rated burst pressure (rbp) of 12atms and no issues found with the nitinol cage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure involving a chocolate 018 balloon during the advancement of the balloon into the lesion, deterioration was observed in the nitinol wires on the balloon, and resistance was encountered. The balloon was broken, there was damage to the wires on it. The procedure was conducted on a calcified lesion in the mid superficial femoral artery, which exhibited severe tortuosity and calcification, with a 95% stenosis over a length of 120 millimeters. The artery diameter was 5 millimeters, and a 6 french size sheath and guidewire were used. The device was prepped per the instructions for use, and no excessive force was applied. The faulty device was removed and replaced with a new packaged product, allowing the procedure to be completed successfully.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image analysis: one photo was received from the account. The image appears to show deformation to the mid and distal section of the balloon and cage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.